Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure- 1002" message. Complainant indicated that the clinician used a bag valve mask to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.